Event description:
It was reported, the switch emitted sparks.

Manufacturer narrative:
Visual inspection of the switch components revealed that the electrical cord had an excessive amount of bare wire at the terminal, which had allowed the wire to short. We believe the power cord had been subjected to excessive levels of stress, pulling the wire connections apart and allowing the wire to emit sparks. We concluded that this report was attributable to misuse on the part of the consumer.